Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and motor error during a bolus attempt. Customer stated that the no delivery alarm was the day before and the motor error alarm was the day of the call. Blood glucose value was 264 mg/dl. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.